Manufacturer narrative:
Additional information received reported that the physician felt that the stroke was a result of the venaseal device. It was thought that this was the cause of embolization of glue through pfo. Tpa was attempted but was unsuccessful and attempted embolectomy which was also unsuccessful. The catheter tip 5.5cm caudal to sjf. The volume of cyanoacrylate (glue) used in the procedure was as per IFU. 38cm of the area was treated. The patient¿s current status is that the patient is in rehab, with significant residual aphasia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient's condition is reported to be improving. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used venaseal to treat a patients¿ great saphenous vein (gsv). The IFU was followed and one segment of the vein was treated. The procedure was completed without issue and there was no alleged product issue. It was reported that the patient had difficulty standing and speaking after the procedure and was sent to the ER. There was no visible signs of a clot at the saphenofermoal junction or in the common femoral vein. The physical has reported that the patient had a stroke during the procedure and is unable to talk.